Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedance. Technical services (ts) confirmed gradual rise in shock impedance started to rise in 2021 and has risen to average of approximately 115 ohms. First oor impedance value was observed in (B)(6) 2025. At this time, this lead remains in service and no adverse patient effects were reported.